Event description:
(B)(6) clinical study. It was reported that following a percutaneous coronary intervention, unstable angina and in-stent restenosis occurred. In (B)(6) 2012, index procedure was performed. Target lesion # 1 was a de novo lesion located in the mid right coronary artery (rca) with 85% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 3.00x12mm promus element plus stent, with 0% residual stenosis. Target lesion # 2 was a de novo lesion located in the proximal right coronary artery (rca) ,with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 3.00x12mm promus element plus stent, with 0% residual stenosis. Target lesion # 3 was an in- stent restenosis (isr) lesion located in the mid left anterior descending artery (lad) with 95% stenosis and was 4 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 2.50x12mm promus element plus stent, with 0% residual stenosis. The patient was discharged on clopidogrel. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day, cardiac catheterization was recommended. The patient underwent diagnostic angiography, which revealed 95% restenosis in proximal right coronary artery. The in-stent restenosis of the previously placed study stent located in proximal right coronary artery was treated with percutaneous coronary intervention. Following post-dilation, residual stenosis was 0%. The event was considered as resolved and the patient was discharged on clopidogrel one day post-procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).